Manufacturer narrative:
(B)(4). The device in question was requested for evaluation. The device in question is not yet returned to the manufacturer. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that the rotaflow-console was not able to work correct in cooperation with the hl-20 console. It was reported that the error message "no_sel" appeared from time to time on the display. (B)(4).

Manufacturer narrative:
The ssu reported the issue occurred intermittently when the customer's 'defective' rotaflow unit was in use together with either of their two hl20 devices. The customer has two rotaflow units and two hl20 devices. The customer reported no issues with the second rotaflow unit when it was used in conjunction with either hl20 so therefore it can be confirmed that one rotaflow unit is defective. Whilst it was initially agreed that device would be returned to (B)(4) for investigation, it was subsequently decided by the ssu to replace the defective rotaflow free of charge and not to return the defective one for investigation. Therefore no investigation of the device was possible. The reported incident did not occur during patient use. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).